Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, a 9300tfx 29mm, was implanted using a valve-in-valve procedure into a 27mm aortic pericardial valve that had been implanted in the pulmonary position. The aortic valve had been implanted for approximately eight (8) years and seven (7) months at the time of the intervention. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.

Manufacturer narrative:
(B)(4) high gradient. Additional manufacturer narrative: this patient's history of tetralogy of fallot prompted the implant of the pericardial valve in 2006. Tetralogy of fallot (tof) is a cardiac anomaly that refers to a combination of four related heart defects that commonly occur together: enlarged aorta, ventricular septal defect, pulmonary stenosis and right ventricular hypertrophy. This patient's medical records indicate that he is now exhibiting mitral and tricuspid regurgitation. The re-stenosis of his pulmonary valve is significant for tof as is his enlarged aorta and enlarged aortic root. This patient's medical history is most likely the cause for stenosis and calcification of his pulmonary bioprosthesis. However, without return and evaluation of the device, we are unable to determine conclusively the root cause for failure of this device.

Event description:
It was reported via the implant patient registry that a second device, a 9300tfx 29mm, was implanted into a 27mm aortic pericardial valve in the pulmonary position using a valve-in-valve procedure. The implant duration of the original 27mm pericardial device at the time of the procedure was eight (8) years and seven (7) months. Both devices remain implanted. Through follow up with the health care provider, it was learned this patient has a history of tetralogy of fallot and was implanted with the 27mm pericardial valve at the age of 13. He developed moderate-to-severe pulmonary valve stenosis secondary to calcification. His pulmonary valve peak gradient of 60mmhg and moderate regurgitation were detected on pre-operative echo. His native mitral and tricuspid valves had trivial regurgitation and his aortic valve annulus and aortic root were dilated but were with no stenosis or regurgitation. The patient tolerated the valve-in-valve procedure well with no complications and was discharged to home one day after implant.

Manufacturer narrative:
Date of birth corrected to (B)(6) 1993.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this intervention was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at the time of the valve-in-valve procedure, information on the patient's condition or possible comorbidities were unsuccessful; therefore, the root cause for this procedure remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required